Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the power supply board failure or the main circuit board failure or the lcd panel unit failure of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not displayed when the subject device was turned on at the preparation for use. The procedure was completed with another device. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and could not duplicate the reported phenomenon. There was no patient injury associated with this report.